Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure in the sigmoid colon performed on (B)(6) 2011. According to the complainant, after the clip was attached to the mucosa and deployed, it would not release from the delivery catheter. Reportedly, the physician shook the device and the clip released. The procedure was completed using an additional resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination found that the device returned half deployed; however, the clip assembly was not received for analysis. Additionally, a kink was present in the control wire. The yoke, which was still attached to the control wire, was then actuated and deployed. The oversheath was not returned with the device. The reported event of clip difficult to release was not able to be confirmed. However, as evidenced by the kink in the control wire, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure in the sigmoid colon performed on (B)(6), 2011. According to the complainant, after the clip was attached to the mucosa and deployed, it would not release from the delivery catheter. Reportedly, the physician shook the device and the clip released. The procedure was completed using an additional resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Device code 2547 relates to component code 758 for the reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.